Manufacturer narrative:
Per tandem's t:slim user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer uses cartridges for 6 days. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.